Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented to the surgeon with pain and clicking in her hip. On x-ray, it appeared that the poly had worn thru. Knowing it had only been in 1.5 years, this was likely not the case. The patient had no recollection of a traumatic event, nevertheless the surgeon suspected that the liner spun out at one point. Upon examination in the operating room, the metal head had indeed been articulating on the metal shell and worn down the metal on the rim of the shell. The cup was removed because the locking taper in the shell had been compromised. The 54 deep profile cup was replaced with a 56 multi-grip with a 40 liner and metal +5 head.